Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, it was observed that the cable on the instrument was broken. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable is frayed at the distal clevis hub. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are .100 - .210 in length and not aligned with the tube axis. Engineering concluded that the damage to the main tube is likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.